Event description:
It was reported via repair work order that the siderall would not remain latched due to broken spring spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.